Event description:
Cormet cup revision after 6 years.

Manufacturer narrative:
(B)(4). Patient originally implanted with cormet resurfacing head / cup combination in 2004. Resurfacing head revised on (B)(6) 2005 to stemmed large diameter head due to fractured femur. Issue reported due to the revised cormet cup but this is ous and coupled with a large diameter head which is not approved for use for tha in the us.